Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that the insulin pump they have has damage. Customer advised that a piece of the reservoir compartment cracked off. Customer's blood glucose level was 110 mg/dl. Customer took the insulin pump out of their pocket and realized that a section where the reservoir is placed is loose. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with partially broken off reservoir tube lip noted however, using a test reservoir the reservoir locked properly in reservoir tube. The insulin pump has minor scratched lcd window and missing the reservoir tube o ring.